Manufacturer narrative:
Patient noted to be in their forties. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with juvéderm® ultra and noted ¿vascular occlusion.¿